Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured july 21, 2015- july 22, 2015. The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.